Event description:
Customer reported to beckman coulter, inc. (Bec) that they found a leak at pm6 (retic clearing solution pump) and observed only one tubing was attached at the y connector while troubleshooting the coulter lh750 hematology analyzer (lh 750) for no retic results (+++++). Customer reported that the lh 750 was also giving failed hemoglobin b (hgb) background counts. Customer reported that approximately ½ cubic centimeter of retic clearing reagent was spilled. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a disconnected tubing at the y fitting on the clear pump. The fse replaced the y fitting, tubing, and check valve from retic clear pump to shear valve 93. The fse also replaced solenoid 10, diluter 3, connector board on the manifold for the retic pump. The fse replaced valves 56, 76 and actuators. The fse replaced the vacuum lines to retic mix chamber and drain lines. The fse could not duplicate the background failure for the hgb. The fse replaced the laser.

Manufacturer narrative:
(B)(4).